Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, a21 error test, displacement test due to blank display.

Event description:
Customer reported via phone call that insulin pump had insulin pump exposed to fluid. Customer placed the pump in his pants pocket while the pants were still wet. Customer reports there was fluid under the lcd display. The customer¿s blood glucose level was 241 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.